Event description:
Complainant alleged that during a routine shift check by a clinician. The device displayed error message codes "status 51" on power up. Also, "status 66", and "status 104" were observed on the monitor screen during defibrillation self test. The complainant indicated that there was no pt involvement in the reported failure.